Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with optilene suture. The customer reported continuous thread breakage when using this suture in skin closure. The problem is reported to have occurred in different batches in the last 6 months. However, only lot 121076 is reported. The suture broke intraoperatively and it is changed. After two days, there is a wound dehiscence after new suture breakage. 2 out of 3 sutures are broken. The suture technique employed was single stitching. Additional information has not been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received 1 closed sample for analysis. We have tested the knot pull tensile strength of the sample received and the result fulfils the requirements of the european pharmacopoeia (ep): 3.21 kgf (ep requirements: 1.53 kgf in average and 0.92 kgf in minimum) this value is the usual one for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirement. Remarks: when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Final conclusion: although the result of the sample received fulfils the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.